Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 2.5 inr/2.0 inr, 3.3 inr/1.7 inr, 4.6 inr/3.4 inr, 2.5 inr/2.0 inr, 2.4 inr/1.9 inr, 3.2 inr/2.4 inr, 2.2 inr/1.7 inr, 2.4 inr/1.8 inr. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.